Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. D. Originally the customer provided the lot number 3292286 which was not found and then stated that it was lot number 3320954 that also cannot be verified in association with the reported material number.

Event description:
It was reported that bd insyte autog bc leaked past the blood control. The following information was provided by the initial reporter: complaint category: fail to function / defective. Incident date: (B)(6) 2024. Details of complaint (reported issue): customer comment: "after initiating an IV when pulling the needle off the catheter blood pouring out of the catheter before being able to screw the heplock with syringe attached. Resulting in a big mess of blood on patient arm and around. Normally there is no blood pouring out for the catheter before connecting the heplock to it. This has happened lately with all the catheter with that lot number." Complaint noticed: during / after use. Problem frequency: a few times. Patient injury: no. Qty affected: 10 ea